Manufacturer narrative:
The returned device analysis confirmed the reported material separation (dc handle screw) as a screw was returned detached from the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported material separation (dc handle screw) appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the screw detaching from the device. It was reported that when unpacking the mitraclip delivery system (cds), there was a loose screw inside the cds plastic tray. The screw fell off the cds handle. The cds was not used and was replaced. There was no clinically significant delay during the procedure. No additional information was provided.